Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering insulin and the blood glucose is high. The customer¿s current blood glucose value is over 600 mg/dl and at the time of incident was 146 mg/dl. The customer has treated high blood glucose with the insulin pen. The customer was neither in emergency room nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The insulin pump passed the displacement test. The insulin pump will not be returned for analysis.